Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - single) was confirmed via returned device analysis. The reported positioning failure (leaflet grasping - clip not implanted) could not be replicated in a testing environment. Additionally, the gripper line (non-tactile marker side) was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and results of the analysis, the reported difficult to open or close (gripper actuation - single), associated with the anterior gripper becoming stuck in a half down position, was due to the observed gripper line break. The observed gripper line break appears to be related to procedural interaction as it was noted that the grippers interacted with a large anterior flail, which likely introduced excessive tension onto the gripper line. The reported positioning failure (leaflet grasping - clip not implanted), associated with the multiple grasping attempts, was due to challenging anatomy (i.e., posterior flail). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. Xtw (lot:20218r1040) was prepared per IFU and advanced to the valve. Multiple grasping attempts were completed to capture the leaflets due to a posterior flail. Once capturing was attempted with the grippers, the anterior gripper became stuck in a half down position. Troubleshooting was attempted but the issue persisted. The clip was removed from the patient and a replacement mitraclip was used to complete the procedure, reducing mr to grade 2+. No additional information was provided.